Event description:
Event description boston scientific, cardiac rhythm management received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal elective replacement indicator (eri) and replaced with a new guidant crt-d of a different model. There were no field allegations made against this device's function or operation while implanted.